Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: during investigation, the display was found to be cloudy and moisture was observed on the display lens. A leak test was performed and a leak was identified on the display lens. The pump cover was opened and moisture corrosion was observed on the printed circuit board and motor assembly. No moisture was found in the battery compartment. The original complaint of a cloudy display was found to be caused by moisture condensation on the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.